Event description:
An engineering investigation was intiated on a single field report of a malfunction. The malfunction may occur if the power button is held down for an extended length of time during power up, on devices with software revision 1.05.02 installed, and results in illumination of the power light indicating the device is powered up, however the screen remains blank and the device is inoperable. In the unlikely event the malfunction does occur, cylcling power to the device and ensuring the power switch is depressed for less than 3/4 of a second will return the device to normal operation. The event that triggered the investigation was not pt related.